Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) kept displaying gas loss and was not working properly. No harm to patient was reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) kept displaying gas loss and was not working properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit kept display gas loss and not working properly. Event occurred during use, there was no patient harm. A getinge field service engineer (fse) inspected the unit and found several errors 53 in the logs. The service manual states that this is a software error and suggests replacing the executive processor board. Fse replaced the board (d670-00-0770) and updated the software to b.17. Fse then completed all diagnostic calibrations. Fse completed all performance and safety testing with no further issues. The unit was approved for clinical use and returned to the user. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0670-00-0770 rev. T, serial number(B)(6), with a reported unit failure of several error 53s in the log. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit would not boot up properly. Fat verified this part is faulty but no root cause identified. The failure analysis and testing dept. Received part number 0670-00-0770 pcb, exec processor serial number, (B)(6) from the supplier. The supplier performed in circuit testing and manual testing. Test results all passed. The supplier could not replicate the failure of code #53. Code #53 relates to the fiber optic assembly. Probable cause of this failure was a defective fiber optic assembly. No abnormalities were detected. The board passed testing. The failure analysis and testing dept. Installed part number pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.